Event description:
Healthcare professional reported a xen®45 gts post-operative event described as "persistent cmo, not responding to topical meds, iop upper end of normal [range]" in unknown eye. Device remains implanted. No further information available.

Manufacturer narrative:
The event of "macular edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.